Manufacturer narrative:
The insulin pump was received with a flashing white lcd display anomaly due to cracked on lcd controller (pcb1). They were unable to perform the displacement, rewind, seating, and basic occlusion test due to the flashing white lcd display. The pump was received with a cracked reservoir tube lip, a scratched case, and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack on the main part of the insulin pump.